Manufacturer narrative:
H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was observed originating from the upper right side of the cartridge. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined; however, the most probable cause is due to the material injection of the molding process of the cartridge plate during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak was observed in a gambro cartridge. At the beginning of the connection process, an external blood leak (less than 150ml) occured between the heparin line and the cartridge. Blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.